Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue with the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.